Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. (B)(4). The actual device was returned to the manufacturing facility for evaluation. When closely observed the obtained sample, the catheter tube was damaged and completely snapped off from its hub tip. Both damaged tube fragment and the hub were respectively checked. The hub damage showed a trace of tensile stress wherein the tube was observed to receive outer stress and became separated as consequence. The tube fragment, on the other hand, showed a smooth cut in which the damage may have been created by direct contact of a sharp object, followed by tensile stress applied at the section caused to separate. The record for 5-year period, in which the duration is equivalent to product expiration of the concerned product, was traced back and reviewed. As a result, no defective properties which could have attributed the reported damage, were found in the record. Also the record of visual inspection implemented per lot, was also checked and no irregularities including scratch on tube or tube that was once punctured through by inner-needle, was found in the record either. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not attempt to re-insert a partially or completely withdrawn needle." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a terumo surflo i.v. Catheter was used for a transfusion purpose. The catheter damage was witnessed at the tip of the hub on day five since the initial catheter placement had been made. The catheter fragment was in the vessel and trapped through echography. The catheter fragment was removed by trauma care. Transfusion set (from other brand) was used with the terumo surflo i.v. Catheter.